Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had high blood glucose and was hospitalized. The customer was already hospitalized a week prior to the second hospitalization. The first hospitalization was not diabetes related. Customer's blood glucose was 751mg/dl, was hospitalized treated with insulin drip and pump. Customer stated the doctor said the insulin pump was not working, but customer stated the insulin pump was working fine. Customer stated even after they took her off the insulin pump it wasn't any better. They had her work with three diabetic educators. The customer's blood glucose is ranging between 200mg/dl-300mg/dl. She noticed when the cannula was removed; the cannula was bent a little.